Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/19/2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient's mother reported a medical intervention due to an extreme low event and vomiting. Patient was at home with their mother at the time of event. Patient's mother transported patient to emergency room (ER). Patient was treated with IV drip of saline and glucose; treated with zofran and topical for cold sore due to vomiting. Blood work was performed, but the results are not known. Patient stayed overnight. There was no alleged device malfunction. At time of contact, patient is fully recovered. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.